Event description:
On the day of the index procedure, the patient had one endeavor sprint drug-eluting stent implanted. It was reported that approximately 30 months post index procedure the patient had an mi. It was not assessed whether this event was related to the study stent.

Manufacturer narrative:
Results: mi. Conclusions: mi. (B)(4).